Manufacturer narrative:
(B)(4), results: (revascularisation).

Event description:
One microdriver rx stent was implanted in the mid lad and two non-medtronic stents were implanted in the 1st diagonal during the index procedure. Approx 2.5 months post index procedure the pt experienced angina, approx 6 months post index procedure the pt was hospitalized, a diagnostic angiography was performed and a revascularization of the prox lad, mid lad and distal lad was carried out with three non-medtronic stents implanted. The investigator has reported that the mid lad was a target vessel and the prox and distal lad were lesions in a target vessel at a location other than the target lesion. The investigator further reported that the event was not related to the study device and was possibly related to the study procedure. The pt recovered with treatment.